Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer required assistance addressing bg level with a manual insulin injection and a bolus via the pump. Reportedly, the customer continued to use the pump and had an alternate method available for insulin delivery.